Event description:
During the leadless pacemaker (lp) system implant procedure, the lp was fixated in the right ventricle (rv), however, the lp dislodged from the tissue while still attached to the delivery catheter. A second attempt to fixate the lp in the rv resulted in increased pacing impedance and the lp dislodged from the tissue while tethered to the delivery catheter. The lp was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of dislodgement during tether mode and high pacing impedance were not confirmed. Visual inspection noted the helix was within specification. A longevity assessment was performed, and the device was in the normal range of operation with the appropriate remaining longevity. Further analysis was performed, including tether hole measurement and impedance test, which did not reveal any anomalies contributing to the dislodgement during tether mode or high pacing impedance.